Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the printer serial cable.

Manufacturer narrative:
One i2 cardiomems hospital electronics system was returned for investigation. Inspection of unit revealed exposed wires on the printer serial cable due to physical damage. A replacement serial printer cable was used and the unit was able to conduct successful diagnostic testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The root cause of the exposed wires was isolated to physical damage due to an undetermined event.